Event description:
It was reported that the ilet user sought assistance with the inset infusion set applicator not locking and was guided to secure it by pulling the inner portion using the ridged edges; the user had run out of insulin overnight, and did not perform a supply change until the next morning after which insulin delivery was resumed. Symptoms included hyperglycemia with a reported blood glucose of 297 mg/dl. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to not reverting to alternative therapy after the ilet stops dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.